Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The reported events of "helicobacter pylori infection" and ¿sinus arrhythmia¿ are not device related but considered unexpected adverse drug experiences.

Event description:
Healthcare professional reported that a subject experienced the non device related events of ructu, helicobacter pylori infection, heart palpitations, sinus arrhythmia, and otitis externa after they were injected in the chin with two syringes of juvéderm® volux¿. Treatment is noted as rabeprazole sodium enteric-coated tablet 10mg, bismuth potassium citrate granules 2.0g, clarithromycine tablets 500mg, and amoxicillin capsules 1.0g. The event of otitis externa has recovered/resolved.